Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush head falls off - oral-b [device breakage]. Metal tips of the handle are very sharp/holder has worn down - oral-b [device physical property issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head fell off and the metal tips of the oral-b toothbrush handle were very sharp. No injury was reported. 23-dec-2022 follow up via e-mail and images: the consumer reported that the oral-b holder was worn down. The suspect product was oral-b power rechargeable toothbrush handle 3766 pro 2 2000. The suspect product lot was 2ab95131613. No injury was reported.

Manufacturer narrative:
03-mar-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Toothbrush head falls off - oral-b [device breakage]. Metal tips of the handle are very sharp/holder has worn down - oral-b [device physical property issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head fell off and the metal tips of the oral-b toothbrush handle were very sharp. No injury was reported. 23-dec-2022 follow up via e-mail and images: the consumer reported that the oral-b holder was worn down. The suspect product was oral-b power rechargeable toothbrush handle 3766 pro 2 2000. The suspect product lot was 2ab95131613. No injury was reported. 03-feb-2023 case update: the concomitant product was oral-b power power oral care refills precision clean eb20. No injury was reported. 03-mar-2023 case update: the concomitant product lot was k112. No injury was reported.